Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion. During the surgery, cage was loaded on the inserter and secured, however it was loose. The surgeon tightened it more and it was secure. After implantation, it was noticed that the outer shaft plastic ring was separating from the base, likely because of over tightening and it would not loosen. No patient complications were reported.

Manufacturer narrative:
Product analysis: dimensional inspection of the outer sleeve -03 component identified an out-of-tolerance. It is noted that material shrinkage of the -03 bushing may be due to the natural aging process, and could be the root cause of the issue. After reworking multiple instruments and finding both acceptable and unacceptable undercuts with failing plastic inserts, it appears that the true root cause is the potential material shrinkage in the insert itself. Conclusion: the associated observations are consistent with a design issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.